Manufacturer narrative:
The user informed senseonics that their everysense system showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and the device was requested for further evaluation. However, the sensor was not received at senseonics by the time of complaint closure. A review of the dms data indicated that the user stopped using the system on 18th january, 2026. A review of the dms data confirmed variability in sensor glucose (sg) values and reduced agreement between sg and blood glucose (bg) measurements. The data also indicated unstable system performance with noisy readings, which may be consistent with a potential issue related to the sensor's internal electronic components. However, further investigation was not possible without return of the physical device for evaluation to confirm the presence of a device malfunction. The user was provided with a sensor replacement as part of the resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.